Event description:
The customer reported hydrogen peroxide contact after handling leads from completed cycles. The customer reported that some reports are of skin discoloration and some are skin discoloration with burning at the contact site. When contacted, the customer could not confirm the number of incidents or whether or not the employees sought medical attention or received treatment for the contact incidents. The customer reported that the issue has been repaired but did not specify how.